Event description:
The fluent tubing wasn't working correctly. The saline wouldn't' prime through the tubing, the registered nurse (rn) turned the fluent machine off and back on, and it still wouldn't work so they replaced it with a new one.